Event description:
Per rn, when she reviewed treatment history, noted that pt fluid removal rate changed from 560 ml/hr to 690 ml/hr the next hour. The pump did alarm for "excess pt fluid loss" but there was no alarm for "incorrect weight change." The treatment was ended and patient's blood was given back to the patient. Biomed evaluated pump and contacted gambro technical support. They have no specific reason for the "excess patient fluid loss or gain" since there were no "incorrect weight change alarms." Biomed installed all new pressure seals, calibrated and verified scales. They verified all pressures and accurate weight test. Software updated to version r03 10a.